Manufacturer narrative:
(B)(4) . An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. During troubleshooting, the caregiver reported that the carpet was wet where the supply bags/drain line had been. The exact location of the leak could not be determined as the caregiver had already ended therapy. The caregiver had cleared the alarm and restarted therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.